Event description:
It was reported that during engineering evaluation it was discovered that the motor device "overheated". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation.  (B)(4) evaluated the device. A functional assessment was performed which found that the motor overheated. Therefore, the reported condition was confirmed.  The assignable root cause was determined to be improper handling and use.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Due to further investigation, the evaluation was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional and visual assessment revealed that the device experienced high temperature after twenty seconds of operation. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a. Follow-up medwatch will be filed as appropriate.